Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed patient side occlusion was confirmed. Received on 07-jul-2025, lvp unit was received unboxed and with paperwork. Unit failed patient side occlusion test. Using a test bezel assembly on the unit resolved the stated failure. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Faulty bezel/mech assembly. Workmanship at bd manufacturing. Recommend bd san diego repair center replace faulty bezel/mech assembly. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed patient side occlusion was confirmed. Received on 07-jul-2025, lvp unit was received unboxed and with paperwork. Unit failed patient side occlusion test. Using a test bezel assembly on the unit resolved the stated failure. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Faulty bezel/mech assembly. Workmanship at bd manufacturing. Recommend bd san diego repair center replace faulty bezel/mech assembly. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.